Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings:investigation revealed that the battery compartment was cracked and there was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. The pump failed leak testing due to the crack in the battery compartment. Additional testing could not be completed, as the pump would not power on due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.